Event description:
A customer reported the unit of measure setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death or serious injury.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.